Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user accidentally banged his head in mid-(B)(6) , and then could not hear sound with his right ear. In situ measurements showed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user accidentally banged his head in mid-october, and then could not hear sound with his right ear. In situ measurements showed affected channels. The user was re-implanted.

Event description:
The user accidentally banged his head in mid-october, and then could not hear the sound of his right ear. Furthermore, in situ measurements would show affected channels. The user was re-implanted.